Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke during the procedure and a piece potentially remained in the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. This investigation will be closed based on probable root cause. Alleged failure: screw broke. "Customer complaint: customer contacted stryker france per unit and reported the following issue: "the screw has broken during installation (dr mezghani, clinic orangerie). See picture. Patient neither clinically suspect nor affected. Non-risky procedure". Investigation findings are: information provided was too limited to fulfil a detailed investigation. No image was provided. Warnings and precautions, including prevention of screw breakages are stated in the instructions for use. No medical intervention was required. The suspected root causes are unable to confirm. The corrective action no corrective actions planned - surgery completed successfully." The failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the screw broke during the procedure and a piece potentially remained in the patient.